Event description:
It was reported that at the final reduction after implantation the alumina v40-femoral head made a snapping sound because the head contacted with the peripheral of the cup. Therefore, the sliding surface of the head was scratched. The surgeon removed the scratched head from the stem and implanted a new alumina v40-femoral head without changing to a c taper head with the sleeve.